Event description:
The affiliate reported the customer alleged indeterminate (ind) flags and no value troponin I (access accutni) results, for three patients, involving access 2 immunoassay system. During troubleshooting, it was discovered the customer had incorrectly loaded troponin I reagent pack into the incorrect slot on the carousel. The reagent pack was removed from the carousel and properly discarded. Beckman coulter customer technical support (cts) guided the customer through properly loading the new reagent pack. The customer performed quality control (qc) on the new reagent pack with acceptable results. The customer had sent the patient samples to a reference laboratory for analyses prior to troubleshooting. The ind flags and no value results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting, and the customer did not question system performance. The cause of the incident is due to operator error.